Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and the mesh was implanted. Following the procedure, the patient experienced a serious complication associated with a transvaginal placement of the mesh. On (B)(6) 2016 the patient had a consultation with a doctor. No further information is available.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2008 for pelvic organ prolapse and stress urinary incontinence and mesh was implanted. No additional information was provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
This medwatch report is being voided as it is does not meet the criteria for serious injury. Should additional information be received, the file will be reviewed and updated accordingly.